Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the adc device compared to an unspecified reading obtained on a competitor device. It is unknown whether the customer noted a trend arrow on the device. The customer reported experiencing shakiness in hands and headaches however, they were capable of self-treating with unspecified tablets, orange juice, and high-sugar fruits. Consequently, the customer became hyperglycemic and self-administered 3 units of insulin (dose unspecified) as a corrective treatment. There was no third-party treatment provided for the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); poor soldering was observed on battery. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The poor solder observed with the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the adc device compared to an unspecified reading obtained on a competitor device. It is unknown whether the customer noted a trend arrow on the device. The customer reported experiencing shakiness in hands and headaches however, they were capable of self-treating with unspecified tablets, orange juice, and high-sugar fruits. Consequently, the customer became hyperglycemic and self-administered 3 units of insulin (dose unspecified) as a corrective treatment. There was no third-party treatment provided for the reported issue. There was no report of death or permanent impairment associated with this event.